Event description:
Revision surgery - tibial baseplate loose. This was not a product failure. The component/cement mantle failed and resulted in a loose tibial baseplate, which was revision without any adverse incident.